Event description:
The customer reported that the device was restarting and operating in an unexpected manner. Note that the customer did not provide a serial number for the device.

Manufacturer narrative:
The customer reported that the device was restarting and operating in an unexpected manner. Note that the customer did not provide a serial number for the device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.